Manufacturer narrative:
Evaluation revealed the broken long nail gamma3® to be the primary product. The returned lag screw is considered an associated product. Failures in material or manufacturing of the returned nail kit were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail received. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The nail has been implanted end of (B)(6) 2015 and was revised end of (B)(6) 2015, which means an implantation period of 5 months. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to massive axial overload. A root cause of the reported event, non-union of the fracture site, was already stated in the event description. However, significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the posterior web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture by a notching effect at the lateral edge of the posterior web. Considerable material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by massive axial load - transmitted by the lag screw, which indicates more than partial weight bearing. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above observations the nail breakage is not linked to a deficiency of the device, but is rather considered patient related (non-union) considerably contributed by an intra-operative damage of the nail by a deviated lag screw step drill, which most likely had created the starting point of the fracture (notching effect). The reported non-union of the fracture site and the resulting prolonged axial overload had led to continuous stresses and a significant further weakening of the already pre-damaged nail in the area of the lag screw thru hole, followed by the fatigue fracture after implantation period of 5 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
On (B)(6) 2015, the patient underwent the surgery with the g3 long nail. On (B)(6) 2015, the surgeon confirmed x-ray. And he found that the nail was broken. The fracture part was non-union. Therefore, the surgeon performed the revision surgery by the competitor dhs on (B)(6) 2015. And the surgeon requested the investigation of broken nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2015, the patient underwent the surgery with the g3 long nail. On (B)(6) 2015, the surgeon confirmed x-ray. And he found that the nail was broken. The fracture part was non-union. Therefore, the surgeon performed the revision surgery by the competitor dhs on (B)(6) 2015. And the surgeon requested the investigation of broken nail.